Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the vision problem was caused by broken charged coupled device leading to incorrect pixel shift. The most probable cause of broken charged coupled device is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had vision problems. There were no reports of patient harm.